Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's investigation. The device history record (DHR) was reviewed for the product involved. No anomalies were noted and it was verified the device was manufactured in accordance with documented specifications and procedures. Based on the device evaluation and DHR review, the legal manufacturer attributes the reported phenomenon to user handling. The observed damage to the device is not a type of damage accumulated through continuously applied force to the part under normal use or reprocessing but. The observed damage is attributed to a strong impact applied to the part, either once or multiple times.

Manufacturer narrative:
The device was returned to service for evaluation. During the evaluation of the device, the probe tip was missing/broken off of the c-body and the probe insulation failed likely due to mishandling or physical damage. The cause of the event has not yet been determined. The investigation is in progress.

Event description:
Olympus received a complaint from the user facility stating that the tip on the distal end of the scope was bent. There was no injury reported. No additional information has been provided at this time.